Event description:
It was reported that during a da vinci s low anterior resection procedure, the surgeon side console (ssc) experienced a power loss. With the assistance of an isi technical support engineer, the site restarted the system, however, after homing the ssc continued to run off of the battery back-up system. The site tried multiple outlets in the operating room, however, the ssc continued to run from the battery back-up system. The surgeon decided to convert to traditional open surgical techniques to finish the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering found the power issue experienced by the customer was associated with the surgeon side console primary power supply (pps2). The pps2 is a 230v power supply with battery backup. The system was repaired by replacing the pps2 and the power supply fan and the battery pack module as a precaution. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.